Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they weighed (B)(6)pounds at the time of the event. The circumstances leading to their burning sensation and steps taken to resolve it were asked but the patient didn¿t not address these questions. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and degenerative disc disease/herniated disc pain. It was reported that the patient had a very bad fall and then the ins site was burning. The patient said the burning pain was going down their leg and also inching up her back. The patient said she fell so hard that she thought she fractured her pelvis and then they started having pain around the ins. The patient then had a burning sensation around the ins. The patient wanted to know if the implant was leaking. The patient was directed to follow up with the hcp. No further complications were reported.